Event description:
It was reported that the patient died approximately eight months post system implant. The cause of death has been requested, but not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.